Manufacturer narrative:
Evaluation of the returned product confirmed that a purge bypass had been performed. The yellow luer was returned separate from the purge sidearm and was observed to be cracked in half at the weld line. Leak reproduction was attempted on the intact purge filter and blue reservoir; however, no leak was observed. The root cause of the purge sidearm leak was determined to be a damaged yellow luer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that there was a leak at a purge filter. A purge filter bypass with needle was completed successfully. There was no patient harm as a result of the issue.